Event description:
A consumer implanted for post-lumbar laminectomy syndrome and spinal pain reported they were sitting around when they saw an informational power on reset (por) message. It was confirmed the por was not related to an overdischarge event. The patient programmer (pp) was then used to successfully clear the por. Following this therapy was adequate and the issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.